Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the batteries and the iabp passed all calibration, functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a scheduled preventative maintenance by a company representative, the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. No adverse event was reported.